Event description:
Caller reported that a malfunction occurred on the pump after it was dropped. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as a backup therapy and was sent a replacement pump with updated software by technical support.